Event description:
It was reported that a denali torque limiting shaft tip deformed intra-operatively. The instrument tip twisted while attempting to remove an s1 screw, that was difficult to remove. There were no adverse consequences to the patient. The procedure was completed successfully, with a 10 minute surgical delay, by using a t-bar removal too and using a new screw.

Manufacturer narrative:
Visual, functional and dimensional analysis could not be performed as the device was not returned. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. The denali torque limiting shaft is not indicated for screw removal. A t-bar screw remover is included in the set in order to perform this function. The subject instrument likely experienced excessive torsional load, resulting in fracture. The root cause was determined to be normal wear and user error. No further investigation for this event is possible at this time as no device was received.

Event description:
It was reported that a denali torque limiting shaft tip deformed intra-operatively. The instrument tip twisted while attempting to remove an s1 screw, that was difficult to remove. There were no adverse consequences to the patient. The procedure was completed successfully, with a 10 minute surgical delay, by using a t-bar removal too and using a new screw.